Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission with non-sustained rv oversensing alert, post-paced t-wave oversensing was observed. Programming changes were made and there have been no complaints since then. Patient is fine.

Event description:
New information received notes that when the patient presented through merlin.net transmission with non-sustained rv oversensing alert, post-paced t-wave oversensing was observed again. Patient will be scheduled for follow-up in clinic to make the recommended programming changes.